Event description:
It was reported that during the unknown procedure the customer opened the device box and pulled out the tyvek packaging with the stapler in it. They noticed the tyvek plastic was cracked on one side. However, the outer box was not crushed at all. Unknown if the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. The analysis results found that the psee60a device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x95f9z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.